Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Advanced lung cancer. Were there any b-formed staples noticed in the surgical field? Several. Did the event occur on the 1st firing of device? Yes. Was there any tissue or cartridge movement during firing? No how was the bleeding addressed? What was the estimated blood loss? The bleeding was addressed by the staples malformation. The blood loss was unknown. Was a transfusion required? Yes. But the amount was unknown. What is the current patient status? The patient has been discharged.

Event description:
It was reported that during an unknown procedure, the device cut the pulmonary vein but the staples malformed with legs straight. The pulmonary vein was not stapled and the patient lost much blood. The surgeon finally stopped the blood loss through an unknown way. The patient is in stable condition in ICU now. Further information is to be confirmed. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2016. Batch # m56a5d. The analysis results found that the atw35 device was received in good visual condition and with a tr35w cartridge loaded on the device. The returned reload was partially fired 2/3 which indicates that the device's firing cycle was interrupted. In addition it was noted that the cartridge deck damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.